Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of "stopped" could not be confirmed.

Event description:
The facility representative reported "stopped." Information was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp representative stated that there were no reports of injury or medical intervention. No additional info is available.